Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual device involved in the event has not been yet been received and the investigation is on-going at this time. A follow up report will be provided after the inspection results are available.

Event description:
Reference importer # (B)(4).